Event description:
The report received indicated that a physician experienced some difficulty with a cyper (3.0mm x 13mm) stent delivery system during use. After predilatation, he could not advance the cypher over a bmw guide wire or into a medtronic guiding catheter. He changed the cypher for another cypher of the same size and had no problems. The intended procedure was the stenting of a 8mm long de novo lesion in the right coronary artery. The bifurcated lesion was type b and described as mildly calcified with 80% stenosis.

Manufacturer narrative:
During a coronary artery stenting procedure, the physician was unable to place a 3.00x13mm cypher sds on the guide wire or into the guiding catheter. The procedure was successfully completed with another cypher sds of the same size. The product was returned for failure analysis. Visual assessment found the guide wire lumen had a twisted section next to the proximal marker band. A secondary finding noted the stent still mounted on the balloon with the distal and proximal sections flared. No other stent anomaly was observed. Functional analysis could not be made due to the condition of the device. The crossing profile was measured in the middle section of the stent and it was found to be within specification. The distal and proximal sections of the stent were not measured due to the damaged state. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported guide wire lumen obstruction was confirmed by analysis; however, the exact cause for the event could not be determined. The damage found during analysis may have contributed to the event.